Manufacturer narrative:
Exemption number: e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: thrombosis (2100), listed in IFU. Device code: difficult to remove (1528), not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to may-thurner syndrone, severe clots in the left leg. Patient alleges device is unable to be retrieved, post-implant deep vein thrombosis (dvt).

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther: device is unable to be retrieved, deep vein thrombosis'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Correction:catalog number . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided.

Event description:
Patient is additionally alleging tilt, organ perforation of inferior vena cava (ivc). The patient further alleged "worry the device will break because it cannot be removed, fear of migration, perforation, fracture, bleeding (etc.), ivc injuries: perforation of ivc". 19jul2019, per a report from computed tomography (CT); "findings: there is an ivc filter which has its tip 9 mm caudal to the more lower positioned right renal vein. The filter is a tips slightly laterally (2-3 degrees when compare the long axis of the ivc). More significantly posteriorly tilted (11-12 degrees) with the proximal tip of the filter abutting the posterior ivc wall. There is streak artifact associated with adjacent lumbar hardware at the l4-5 level causing some obscuration of the inferior most strut. The posterior right strut abuts but does not cause any bone changes with the vertebral body. The posterior left strut appears to be in close proximity to the proximal left femoral vein stent. The anterior left strut extends slightly beyond the wall of the ivc, close to the 3rd portion the duodenum. The right lateral soft strut is slightly separated from the ivc wall by mesenteric fat. The inferior aspects of the ivc distended and the ivc proximal to the stent appears normal in caliber. None of the struts are bent or broken.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: tilt, organ perforation, worry/fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported worry/fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2019, per a report from computed tomography 2; ¿the filter is tilted posterior with its proximal cone against the ivc wall. There are two stents in the iliac veins. One stent, probably placed first, goes from the distal ivc into the left internal iliac vein, crossing over the osmium of the left external iliac vein. The other stent, probably placed afterwards, goes from the left external iliac vein through the struts and into the first stent. The anterior strut penetrates 9 mm through the ivc wall. The left strut penetrates 6 mm through the ivc wall. The posterior strut penetrated 8 mm through the ivc wall. The right strut penetrates 6 mm through the ivc wall.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to a41935 (tulip mi) and a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.